Event description:
Healthcare professional reported a left side "implant appears to be intact". The device has been explanted.

Manufacturer narrative:
Clarification to d9-date is when device photo was received. Photo analysis visual analysis of the photographs identified: capsular contracture : unable to observe as it is a medical event that is not related to the device. Calcification : no observed. No additional observations.

Event description:
Healthcare professional reported a left side "baker IV capsular contracture, presents asymmetry and over projection with ultrasound suspicion of intracapsular rupture". Device remains implanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6) a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.